Manufacturer narrative:
This report is for an unknown plate/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2019, the patient underwent a revision of titanium alloy (tan) plate due to ruptured plate. Initially, the patient had a reduction surgery with internal fixation of a titanium alloy (tan) plate and unknown screws due to pluriframmentary fracture on (B)(6) 2018. However, the patient experienced sudden pain, thus, an x-ray was conducted on (B)(6) 2019, where it was detected the rupture of the plate. Thus, the patient underwent removal of plate and screws, tissue reclamation, an osteotomy of fracture stumps, canalisation of endomedullary canal were performed and a new osteosynthesis with steel plates and screws was conducted. The plate and screws were successfully explanted. The procedure was successfully completed with no surgical delay. Patient status is unknown. Concomitant devices reported: unknown screws (part# unknown, lot# unknown, quantity 4), unknown cortex screws (part# unknown, lot# unknown, quantity 2). This report is for one (1) plate. This is report 1 of 1 for (B)(4).